Manufacturer narrative:
One photo was provided by customer with complaint. The photo shows the valve was disconnected. According to the photo, the failure mode ¿aa0062 - breakage/cut¿ reported in the complaint was confirmed. A device analysis can¿t be performed since the sample was not returned. If the sample is received, this complaint will be re-opened to perform the corresponding visual and functional tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a breakage of a drip tube during the infusion to the patient. During the night, while infusing the nutrition bag, it was noticed that the drip tube had broken. The event occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) correction: e1 - initial reporter address 1: (B)(6). G2 corrected to include "foreign" report source.